Event description:
A report was received that the patient was experiencing pain at the pocket site and the patient will undergo pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure wherein the ipg was repositioned. The patient was doing good postoperatively. No malfunction suspected.

Event description:
A report was received that the patient was experiencing pain at the pocket site and the patient will undergo pocket revision procedure.